Event description:
The customer called to report being hospitalized with blood glucose levels below 20 mg/dl. The customer stated that prior to the event, he had not delivered any boluses after 1:00 pm. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the prime or rewind. Found that the customer may have just given himself too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.